Event description:
Reporter reported that an elbow connector was missing from an rt100 adult breathing circuit. This was detected during our distributor's inward goods inspection. No pt consequence was reported.

Manufacturer narrative:
The product involved in the complaint was not returned for inspection. An investigation was carried out based on the event description and previous experience with similar complaints. Results: a lot check revealed no other similar complaints for this lot number. Conclusion: the component was most likely omitted during our packing process. Our records indicate that no other complaints of this nature have been received for this lot number. Our monitoring and trending for missing or wrong components on breathing circuits has a rate of occurrence worldwide for the last year of 0.0187%.